Event description:
Adverse event(s): 'undercorrection with induced astigmatism" (blurred vision); "decreased bcva" (vision, impaired). Product problems(s): "tracking difficulties" (failure to align). An ophthalmic technician reports this pt is undercorrected with induced astigmatism and a decrease in bcva in the right eye following refractive surgery. At 2 weeks post-op, bcva is 20/20 (pre-op was 20/15) and ucva improved to 20/25. Surgeon's target for this pt was -1.75 sphere. Additional information provided by the technician indicates the site was having problems with tracking on cases treated on (B) (6) 2010. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).